Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south korea. It was reported that the thread broke during surgery.

Manufacturer narrative:
Samples received: 1 cassette. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open cassette with the thread broken inside the cassette. The thread was probably tangled in the reel and when pulling out the thread it broke due to the extraction was too hard. Further analysis cannot be done as the thread is not accessible. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.